Manufacturer narrative:
.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to improper insertion resulting in damage to the electrode array. The patient was reimplanted with another cochlear device during the same surgery.